Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was not detected on the bus and was unable to recover. The customer tried to reboot and recover, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was not detected on the bus and was unable to recover. A field service engineer (fse) found that the drawer was not detected on the bus. Shut down the station, opened the back panel and drawer, and observed thermal marks on the solenoid. Replaced the solenoid, module interface board, and drawer controller board. Reassembled the drawer, closed the panel, and powered on the station. Recovered the drawer successfully. User tested the drawer, and it worked properly. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.